Event description:
Customer reported fluid leaked from pump segment below the upper fitment during an infusion of saline. Stated the user noted air in the tubing, the device alarmed for air-in-line and after removing the set from the pump module, fluid leaked from a small hole in the pump segment. Note included with returned set: "where the soft flexible portion of the tubing (that goes in the pump) meets the blue upper fitting, it is leaking. Was pulling air into the line while infusing and once removed from the pump, you could see fluid leaking out." There was no pt harm reported and no medical intervention was required. Although requested, no add'l pt or event details were provided by the customer.

Manufacturer narrative:
(B)(4). The affected product has been rec'd and the investigation is pending. A f/u report will be submitted once the failure investigation has been completed.